Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on august 17, 2017. It was reported a rep met with the patient on (B)(6) 2017. They performed reprogramming to minimize the burden on the ins and reviewed recharger and patient programmer use with the patient. After reprogramming the patient was getting very good stimulation coverage and pain relief; they were content at the end of the appointment. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they are charging too often beginning about 3-4 months ago. The patient wants to meet with a manufacture representative (rep) for an adjustment due to their concerns about having too recharge more frequently. The patient always has full coupling and has not had any setting changes. They can no longer get to group f and g on the programmer so they will talk to their rep about it. The patient spoke to their healthcare professional (hcp) who stated that the rep could use their office. An email was sent to the rep. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the patient's weight was (B)(6)pounds at the time of the event. No symptoms were reported. No further complications were reported.